Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hepatectomy, an error 5 was displayed and the blade was broken off outside the patient when the blade was wiped. In the 2nd device, an error 5 was displayed frequently. There was a possibility that the blade had contacted with a forceps. Therefore, a competing device (sono surg) was used to complete the case. There were no adverse consequences to the patient. Two devices will be returning.